Event description:
Reporter alleged obtaining discrepant blood glucose results of 72 mg/dl back to back with a result of 142 mg/dl when testing was performed 1 minute apart on the compact plus system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the returned of the suspect device and replacement product was sent.